Manufacturer narrative:
Qn# (B)(4). One unit of manta, sheath and dilator were returned for evaluation. The manta was locked within the housing of the sheath. Blood particulates were noted on all units. The units were decontaminated and inspected. No components (collagen, sheath and lock) were present. The unit was dismantled to expose the sheath and valve. The button valve was torn and displaced slightly from its original position. The device lot history record review for lot number mn2401572 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following an undisclosed procedure, an 18f manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The 18f manta sheath remained in place while the 18f manta device was removed and replaced with a second 18f manta device. The patient did not experience any harm, injury, or health consequence from the event and the outcome post-procedure was good. A CAPA was previously opened under teleflex quality system to address this issue. Based on the investigation, the root cause has been determined to be manufacturing related. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "physician stated that manta device would not advance through the sheath." Additional information received on 30aug2024: "they did use another manta device and it worked fine. There was no reported patient harm or consequence."

Manufacturer narrative:
Qn# (B)(4). Full UDI not available as the correct lot# was not provided by the customer.

Event description:
It was reported that: "physician stated that manta device would not advance through the sheath." Additional information received on 30aug2024: "they did use another manta device and it worked fine. There was no reported patient harm or consequence."